Manufacturer narrative:
Other text: b3: date of event is unknown; no information has been provided to date. H6. Evaluation codes: updated. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported the disposable caused dosing errors. There were concerns around the bags and diversion of drugs. The clam shell, into which the bag goes, had open spaces for tubing which allows access to the bags. They have had patients used syringes to extract drugs. The event affected patient care.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.